Event description:
It was reported that the insulin pump has a numbers ramping up without input anomaly during the bolus process. Reporter stated that the insulin pump has cracks around the display. Advised the insulin pump will be replaced and to contact the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.